Event description:
Customer reported receiving no delivery alarms. She stated that she seemed to not be able to push the insulin through during the prime. Customer was unable to troubleshoot for the issue and stated that the issue was a past issue and was resolved by changing the reservoir. The blood glucose reading was 189 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.